Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was stable.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-94699, the same issue was previously reported as 2017865-2025-51239.